Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher was returned for evaluation. The implant coil was not attached to the pusher. The resistance of the system was measured and it was found to be within specification. The distal pet covering the heater coil had evidence of burn marks, which is indicative of detachment attempts that may have been made in air. The rebound on the monofilament indicated there was good tension in the monofilament prior to coil detachment. Based on the information provided and the product evaluation, the reported non-detachment cannot be confirmed, as the device was returned without the coil attached and there was evidence of thermal detachment. The root cause cannot be determined.

Event description:
It was reported that after placement of a microplex coil in an aneurysm, the coil did not detach completely. During removal of the pusher wire, the coil stretched and then detached. The stretched coil was pushed back into the aneurysm with the guide wire. There was no reported patient injury. The patient's current status is reported to be fine.